Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The infusion set site was changed multiple times. Blood glucose was over 600 mg/dl. Multiple attempts were made to deliver boluses to address bg; however, occlusion alarms reoccurred. Customer was admitted to the hospital and treated with intravenous insulin and fluids. Elevated bg was resolved, and customer was discharged the same day with no permanent injury. As occlusions occurred in the past, tandem technical support could not determine cause.

Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin.

Event description:
Upon follow up, customer was reported to have been using apidra insulin and reverted to using manual injections for insulin therapy.